Event description:
Meter name: fasttake, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: low bg symtoms. A patient reported they called the paramedics and went to the hospital. Their meter allegedly was prompt apply sample. The result on their meter was 159mg/dl 4 to 5 days ago prior to this. The result on the paramedics/hospital meter was unknown. The time difference between patient's meter was unknown. The time difference between patient's meter and paramedics/hospital meter was unknown. Treatment was unknown. In the potential medical tab it states, "customer unable to get a result for several days and family member had not called lifescan for help. They took pt to the hospital for low bg. Customer didn't know what the bg value was. Customer's family gave pt sugar and soda and pt bg came up before calling the paramedics. Customer ran out of their glucose tablets. Customer vomitted at home. Customer was admitted to hospital sunday night and released monday afternoon." No further info has been reported.